Manufacturer narrative:
A product correction letter was issued on (B)(6) 2019 to all customers with an installed alinity c processing module to inform them that individual cuvettes in a cuvette segment may become seated lower than the designed height under specific conditions causing the potential for falsely depressed patient results to be generated. The letter provides additional guidance for the operators to inspect cuvette segments in situations where excessive force may have been applied including manual cleaning and/or cuvette washer movement errors. These procedures will be updated in a future version of software and alinity ci-series operations manual. Complete correction/removal reporting number: 3002809144-04/15/19-004-c.

Event description:
The customer stated that cuvette 149 is cracked and pushed down on the alinity c processing module, serial number (B)(4). It is believed to be caused by the ict probe crashing a week prior. Ict probe alignment was performed. A new cuvette segment was ordered and installed by the customer.